Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a thrush infection of the trachea and stomach issues. The patient was hospitalized in response to the event and was treated with antibiotics. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged throat issue, stomach issues and infection. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found evidence of liquid ingress. The manufacturer found no evidence of sound abatement foam degradation. . The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e- 130 on the error log. The manufacturer concludes the contaminates found were consistent with water ingress. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section a2,b1,b2,b7,d9,g3,h1,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a thrush infection of the trachea and stomach issues. The patient was hospitalized in response to the event and was treated with antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 18, 2024, and section h11 should be reported as the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a thrush infection of the trachea and stomach issues. The patient was hospitalized in response to the event and was treated with antibiotics. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was changed to other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - impact code was corrected.